Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the jaws were received in an open position. A kink was noted at the proximal section of the working length. The core wire was found disconnected from the jaw links. Functional inspection found the jaws/cups were not able to open or close. The upper and lower core wire attachment boss were measured to be within specifications. Based on all available information, the investigation concluded that the detachment of the jaw links and the kink were likely due to operational factors, such as user technique and handling during the procedure. It is most probable that as a consequence of the condition of the jaw links, the jaws failed to close. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used at bronchial node station 7 during an endobronchial ultrasound guided miniforceps biopsy (ebus-mfb) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the forceps were used to collect tissue in the lymph node. However, when the forceps were opened after removing from the patient's body, the corewire was found to be protruding to the side. Since the device could no longer collect tissue due to difficulty in opening and closing, the procedure was ended. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; jaws failed to close.